Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 30873 because an invalid lot number was provided by the customer.

Event description:
It was reported that pca asv microbore cv leaked. The following information was provided by the initial reporter: material no: 30873 batch no: unknown it was reported that there was two leaking incidences with the alaris pump tubing. Per customer email: we experienced (2) two separate leaking incidences with the alaris pump tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pca asv microbore cv leaked. The following information was provided by the initial reporter: material no: 30873, batch no: unknown. It was reported that there was two leaking incidences with the alaris pump tubing. Per customer email: we experienced (2) two separate leaking incidences with the alaris pump tubing.